Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock connector of an interlink continu-flo multi-port manifold set ¿falls apart after tightening¿ (disconnects). It was further reported that the luer lock could not be finger tightened and as a result, the ¿luer lock-falls apart even after pushing slip tip in and twisting.¿ this was identified during set-up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: two (2) samples were received for evaluation. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. The samples were functionally tested and primed. Additionally, the samples were submitted to pressure and block tests. The samples primed and flowed normally. There were no issues observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.